Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the caregiver of the patient experienced hyperglycemia associated with a bent cannula. The patient¿s glucose reportedly increased to approximately 300 mg/dl, remained above 200 mg/dl throughout the day, and was 252 mg/dl at the time of contact. A full supply change was completed, at which time a bent cannula was observed. Expected time for glucose to return to target after prolonged hyperglycemia, hydration, and monitoring. The monitoring.